Event description:
Additional information was received from the patient. They called back in on september 15 stating that they just want to get their implantable neurostimulator working. They stated that they moved the stimulation level up one notch and were still having a real hard time peeing, can't probably pee at all. Patient also stated that the current program they have worked for a while, then all of a sudden they couldn't pee more often, and right now it seem like when they try to move it up a notch they still can't pee. Patient mentioned that they popped some pills trying to pee, but it ain't working. Agent walked the patient through connecting to the ins, and offered to change programs. Patient was able to connect to the ins, and insists to just stay in the current program and just increase the stimulation level. Patient was able to increase stimulation to a comfortable level on the bike seat area. Agent reviewed titration period and for them to monitor the issue, and redirected to the hcp if it persists. Patient called back later that day and said the stimulation was too high and they needed help lowering it a point. "Can hardly sit down, it's like groin going to fall out." Peeing pretty good at 0.8, but just not comfortable. Walked caller through connecting to implant and lowering the amplitude. Patient is going to monitor symptoms. Patient called back the following day (september 16) requesting assistance changing programs. Walked patient through connecting to ins and changing programs during the call. Patient called back later that day and wanted to increase stimulation as they were not peeing very good at all. Agent reviewed general therapy information including time between adjustments, patient wanted to increase stimulation. Request made to mail patient therapy guides. Patient called back on september 18 and stated the past 2 days since they last called had been rough because they hadn't been peeing at all. Patient stated it had been like the they didn't even have the therapy so they wanted to increase the stimulation. Patient stated their previous program had "tore" them "up" so they had last switched programs but it just didn't seem to be helping. Patient services walked the patient through connecting to their settings. The setting was on the program they thought they would be on, but the therapy was off. Patient didn't understand why. Patient services asked the patient if they'd accidentally turned the therapy off or perhaps they hadn't increased the stimulation upon switching programs and the patient wasn't able to say but it appeared to patient services that the patient had accidentally turned it off the last time they were working with it but they hadn't realized it. Patient was able to turn the therapy back on and increase to a comfortable level where they confirmed feeling the stimulation comfortably in their bike-seat region. Patient services then walked the patient through ending their session and powering off their external devices. External device were functioning as intended. Patient is going to monitor their symptoms now that a change had been made. Patient services redirected patient to follow up with their managing hcp if issue persists. Patient stated they may call back again for further assistance. Patient called back 6 hours later requesting to increase setting. They could not pee. Patient states this has been for about a week. Agent reviewed patient increase to a comfortable setting. The patient called back the next day (september 19) and repeated that they were having bladder problems. The patient stated that their hcp put a catheter in a couple of times, and each time they put it in the patient could feel the stimulation intensify which "feels like hell." As a result, the patient asked agent to walk them through turning the therapy off because they "can't take it any longer." Agent reviewed as requested and patient turned therapy off successfully. Patient did not require further assistance. The patient called back on september 22 requesting assistance turning therapy back on. Patient said that they shut the therapy off last weekend because they had bladder problems and they had put catheters in. Patient said they wanted assistance turning the therapy back on and stimulation was adjusted to a comfortable level. Therapy was successfully turned back on during call. Patient called back on september 23 and reiterated that they had a foley catheter placed that also had a "thing" on their leg after they "quit peeing" over the weekend and since they turned the therapy back on yesterday, they've been running back and forth to the bathroom a lot. Patient stated the catheter would make them pee and every time it "kicks in," it would "light" them "up" and they were going too much now with the therapy back on. Patient stated they tried calling the manufacturer representative today but they hadn't heard back so they called patient services to request assistance in turning the therapy off again, because they couldn't take going to the bathroom this much for that much longer. Patient services walked the patient through connecting to their settings and turning the therapy off. Patient ended their session and stated they'd leave the therapy off for the time being until they could get the ir "situation" more "under control." On september 26 the patient called in because they wanted assistance increasing stim. Patient said they had lowered stim because they were having bladder issues and stim was uncomfortable. Patient said they don't think the bladder issues were related to the device. Reviewed how to increase stim. Patient was able to increase stim to a comfortable level. They also asked for help ending the programming session and turning external devices off without turning therapy off. Reviewed how to do so. On october 3, the patient called back and stated that they are not sure if their implant is working. Patient wanted to know how to make sure it was turned on. Agent reviewed. Agent assisted patient with increasing stimulation. Patient increased stim to a comfortable level, patient will continue to monitor symptoms. On october 7 the caller called back for help increasing. Helped caller adjust stimulation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the therapy hadn't been working too well lately, about 2-3 days ago. They were having a hard time peeing. The patient wanted to increase stimulation. The agent walked the caller through increasing stimulation. The patient said they would maintain stimulation level and would continue to track symptoms. They confirmed stimulation was in the bicycle seat area and comfortable. The agent received a call from the patient in regards to the same issue previously reported a few days later. The caller stated that they made the adjustments a couple days ago but it hadn't seemed to help. The caller stated that they were wanting to know if they should change programs and stated that they hadn't changed the program in over a month. The agent reviewed programming guidance with the caller and walked the caller through the steps of changing the programs. The caller confirmed that they were able to adjust to a comfortable level and stated that they would track and monitor their symptoms. The caller stated that when they couldn't hardly pee was how they knew the device was not working. The patient called back and reiterated previously reported information and stated that the therapy wasn't helping at all since they last increased and wanted assistance with making another inc rease as they had just changed to a new program when they last spoke with patient services. The patient stated they had the therapy to help them go to the bathroom and they were getting hemorrhoids because they were pushing so hard and they were up 6 times at night "peeing like hell" and they couldn't pee. The agent walked the patient through connecting to their settings. Patient services wanted to note that the patient received 'device not responding' two times when they were right over their implant so patient services asked the patient if they were around any emi and the patient stated they were sitting at their computer. Patient services had patient move away from computer and hit retry and patient was able to connect once they moved away from their computer. Patient increased the stimulation up to a comfortable level and stated "oh I feel it now. I hadn't felt it for the last 3-4 days so maybe that's why it wasn't helping." Patient services reviewed therapy expectations and stimulation considerations "with the" patient and walked the patient through ending their session. External devices were functioning as intended. The agent redirected the patient to monitor their symptoms now that a change had been made. The agent suggested to the patient if the therapy still wasn't helping to reach out to their healthcare provider (hcp) to discuss potentially switching to a new program.